Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges self-adhesive is generally too thin and after one day blisters begin to form under the self-adhesive; customer then changes the cannula. Caller reported there is a material failure with the self-adhesive. No adverse event reported. Requested return of the alleged device for evaluation.